Manufacturer narrative:
Upon further review of this file, it was discovered that this event has already been reported in 2937457-2017-01417. This report, 2937457-2017-01421, is a duplicate of the investigation that is being conducted in 2937457-2017-01417 against the liberty cycler. All further investigations related to the involvement of the liberty cycler for the reported leak will be documented in 2937457-2017-01417 and this file will be closed as a duplicate to the original file.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. Upon contacting a technical support representative, it was reported that the patient noticed fluid leaking from their cassette after cancelling their treatment from the previous night. The patient attempted to start their next treatment but they received a hb make sure heater bag is on heater tray alarm during fill one of their therapy. During troubleshooting, there was nothing noted with the supplies or the setup that could have caused or contributed to the reported event. The patient stated that they did not remember seeing fluid within the cycler when they discovered the fluid leak. The patient attempted to reboot their cycler and the cycler alarmed again. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient completed their treatment using manual supplies. The patient did not develop any injuries or require medical intervention following the event. The patient was provided a replacement cycler and has been able to continue with peritoneal dialysis therapy. The cassette used at the time of the incident had been discarded. Additional information was requested but was not available.